Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that this brady lead was not implanted successfully due to unknown product performance issue. No adverse patient effects were reported.